Event description:
Three patient samples with discrepant potassium or alt results. Patient 1, initial potassium gave 4.8 mmol/l; repeat gave 3.2 mmol/l. Erroneous results were not reported. The field service representative determined the cause to be mis-adjustment of the centrifuge rack feed process. This misadjustment sent samples that had not been properly spun to the chemistry analyzer for analysis. The field service representative relubricated racks and pins on centrifuge buckets on mpa. Performance tests were performed.

Event description:
Three patient samples with discrepant potassium or alt results. Patient 2, initial potassium gave 5.6 mmol/l; 4.5 mmol/l. Erroneous results were not reported. The field service representative determined the cause to be mis-adjustment of the centrifuge rack feed process. This misadjustment sent samples that had not been properly spun to the chemistry analyzer for analysis. The field service representative relubricated racks and pins on centrifuge buckets on mpa. Performance tests were performed.

Event description:
Three patient samples with discrepant potassium or alt results. Patient 3, initial alt gave 187 u/l; repeat gave 13 u/l. Erroneous results were not reported. The field service representative determined the cause to be mis-adjustment of the centrifuge rack feed process. This misadjustment sent samples that had not been properly spun to the chemistry analyzer for analysis. The field service representative relubricated racks and pins on centrifuge buckets on mpa. Performance tests were performed.